Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of textured breast implant due to the patient¿s concern with the product and "enlarged lymph nodes in the axilla"

Event description:
Healthcare professional reported a right side exchange of textured breast implant due to the patient¿s concern with the product. Patient reported enlarged lymph nodes in the axilla. Device was explanted.

Event description:
Healthcare professional confirmed left side deflation. Patient reported "enlarged lymph nodes in the axilla" and "deflation". Patient later reported "having a reaction to the recalled implants." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, total delamination of plug strap disk shell and black particles mold like appearance in device outer surface. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified: total delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: total delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported a right side exchange of textured breast implant due to the patient¿s concern with the product. Patient reported enlarged lymph nodes in the axilla. Device was explanted.